Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 168 mg/dl. The customer could not recall any significant events leading to the alarm. The customer stated they did not press on any buttons for three minutes or longer. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with no esc and act button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump was unable to verify for operating currents including low battery, off no power or battery indicator anomaly due to no esc and act button response. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.